Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 05/28/97 in site #12 (class IV bone) during a complex procedure due to poor bone quality in which bone augmentation was performed using freeze-dried bone and a resorbable membrane. The clincian reports that the reason for implant failure is due to bone quality and quantity. The implant was removed on 07/30/97 due to implant mobility.